Event description:
It was reported that the right atrial lead exhibited multiple noise episodes. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found fractured outer insulation at 18.2cm from the connector pin. The fractured insulation likely contributed to the reported complaint of noise.